Manufacturer narrative:
This product was received and tested by technical services who confirmed the image failure, caused by a faulty input connector on the backshell assembly. The monitor was powered on and the image was good. The cable to the baton was wiggled/flexed with no results. The monitor was attached to a rolling cart and the back casing was flexed resulting in green lines/static appearing on the screen. The faulty input connector / backshell assembly was replaced. A test baton was plugged into the monitor and all tests were performed again. The correct image appeared on the screen. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, they couldn't get a picture to show through the baton. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.